Manufacturer narrative:
Conclusion: the medical safety assessment indicated that the history of permanent pacemaker implantation, atrial fibrillation, frail clinical condition and deep position of the guidewire likely contributed to the events. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Vascular access related complications, such as bleeding, hematoma and perforation, are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Cardiovascular injuries, such as pericardial effusion and cardiac tamponade, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Vascular access related co mplications are also a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a failure to meet manufacturing specifications was related to these events. The report of patient death during the procedure did not provide a specific cause. Based on the timing of event, image review, information provided, location of the perforation and medical expertise, the harm of ventricular perforation that led to pericardial effusion, cardiac arrest and subsequent death was likely related to the guidewire and not related to the valve or the delivery catheter system (dcs). Images indicated that the guidewire was advanced deep into the ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: there were four images provided for review of the event. There was no fluoroscopic load inspection or computed tomography (CT) scan provided for review. There was an executive summary provided for anatomical considerations. It was reported that a 26mm valve was implanted via the left carotid access. Per instructions for use (IFU) criteria, this was the appropriately sized valve for the patient¿s anatomy. Per the executive summary, the right femoral artery (rfa) and left femoral artery (lfa) vessels are not large enough to accommodate the delivery catheter system (dcs) for a 26mm valve. Evidence is consistent with a possible bovine arch. It was reported that during valve positioning and recaptures, it was observed that the stiff guidewire was deeply advanced. Based on the procedural sequence and fluoroscopic images, it was suspected that the guidewire may have contributed to a right atrial and/or left ventricular perforation, which could have resulted in a pericardial effusion. With the imaging, it is possible that there is a pericardial effusion present when the valve was deployed to the point of no recapture and an image shows the valve after full release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure via left carotid access using a self-expanding valve, an elderly patient with a history of permanent pacemaker implantation, atrial fibrillation, and a frail clinical condition underwent recapture maneuvers to optimize valve positioning. During valve positioning and recaptures, it was observed that the stiff guidewire was deeply advanced. Based on the procedural sequence and fluoroscopic images, it was suspected that the guidewire may have contributed to a right atrial and/or left ventricular perforation, which could have resulted in a pericardial effusion. Cardiac arrest occurred, and a pericardial effusion and possible right atrial perforation were suspected. The patient was transferred to the operating room for cardiac surgery, and a pericardial patch repair was being considered. Due to the patient¿s advanced age and frailty, the cardiac surgery team and the family decided not to proceed with the intervention. The patient passed away. Additional information was received that per the medical team, the cause of death was a ventricular perforation. The physician excluded the valve and dcs as contributing causes to the death. The valve was recaptured twice. A non-medtronic (cook) guidewire was used during the procedure. Additional information was received that after the positioning maneuvers; the valve was successfully implanted but the patient subse queenly developed hemodynamic instability. A definitive medical diagnosis was not established, but presumed due to technical factors related to the procedure, procedural sequence, and the complexity of the case including the deeply advanced position of the guidewire.

Manufacturer narrative:
Updated: b2, b4, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure via left carotid access using a self-expanding valve, an elderly patient with a history of permanent pacemaker implantation, atrial fibrillation, and a frail clinical condition underwent recapture maneuvers to optimize valve positioning. During valve positioning and recaptures, it was observed that the stiff guidewire was deeply advanced. Based on the procedural sequence and fluoroscopic images, it was suspected that the guidewire may have contributed to a right atrial and/or left ventricular perforation, which could have resulted in a pericardial effusion. Cardiac arrest occurred, and a pericardial effusion and possible right atrial perforation were suspected. The patient was transferred to the operating room for cardiac surgery, and a pericardial patch repair was being considered. Due to the patient¿s advanced age and frailty, the cardiac surgery team and the family decided not to proceed with the intervention. The patient passed away. Additional information was received that per the medical team, the cause of death was a ventricular perforation. The physician excluded the valve and dcs as contributing causes to the death. The valve was recaptured twice. A non-medtronic (cook) guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-26, serial/lot #: (B)(6), ubd: 21-aug-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure via left carotid access using a self-expanding valve, an elderly patient with a history of permanent pacemaker implantation, atrial fibrillation, and a frail clinical condition underwent recapture maneuvers to optimize valve positioning. During valve positioning and recaptures, it was observed that the stiff guidewire was deeply advanced. Based on the procedural sequence and fluoroscopic images, it was suspected that the guidewire may have contributed to a right atrial and/or left ventricular perforation, which could have resulted in a pericardial effusion. Cardiac arrest occurred, and a pericardial effusion and possible right atrial perforation were suspected. The patient was transferred to the operating room for cardiac surgery, and a pericardial patch repair was being considered. Due to the patient¿s advanced age and frailty, the cardiac surgery team and the family decided not to proceed with the intervention. The patient passed away.